Event description:
Event was initially reported by FDA through voluntary medwatch report number mw5152727. Possible over-sensing on the atrial lead. Discussed performing isometrics on the patient to recreate the noise. Also discussed increasing atrial sensitivity to make it less sensitive since the device is programmed to 0.15mv. Also discussed sending in a pdd file to evaluate device and lead. Lead trends stable. No patient symptoms noted. No additional information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
Event was initially reported by FDA through voluntary medwatch report number mw5152727 which did not disclose patient/customer information, implant date or serial number information to perform an investigation. No product was returned for analysis as the lead remains actively implanted; however, a complaint notification was provided. The device history records could not be reviewed, without a serial number. There was no patient harm and no intervention reported. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. Based on the investigation, no further follow-up is required. The event will be re-evaluated if additional information becomes available; oscor will continue to monitor this event type. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.